Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. There was an unclear etiology of cyanosis. There was no device malfunction or device issue that contributed to the reported events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 08may2020. The heartmate 3 lvas IFU is currently available. No vad related issues were reported. ¿introduction¿ lists multiple adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized with covid-19 infection in (B)(6) 2022, they recovered and were discharged in early (B)(6) 2022. The patient presented to the emergency department on (B)(6) 2022 cyanotic and dyspneic. The patient received an urgent transthoracic echocardiogram with ventricular assist device ramp study along with chest x-rays, standard labs (complete blood count panel, basic metabolic panel, international normalized ratio, and lactate). The etiology of the cyanosis was unclear however it was noted that there was no device malfunction or device issue that may have contributed.